Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple and intermittent occlusion alarms occurred. Reportedly, customer changed infusion set and cartridge, and resumed insulin successfully. Additionally, it was reported that the customer experienced ongoing blood glucose (bg) levels displayed as "high" on the continuous glucose monitor, as well as continuous bg levels of 40 mg/dl; cause was unknown. Bg was addressed via a correction bolus, and manual injections for the elevated bg's, and consumption of carbohydrates and glucose tablets to address low bg levels. The customer was instructed to consult with healthcare provider regarding bg level.